Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 16 x 2.50mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: a visual examination of the stent found damage with struts lifted on the distal and proximal ends. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings appeared wrapped and folded. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. The 45% stenosed, 16mm in length, 2.50mm vessel diameter, target lesion containing a greater than 45 and less than 90 degrees bend was located in non-tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure it failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.